Manufacturer narrative:
Initial implantation details unavailable at the time of this report. This report is submitted on september 12, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at abutment site, however the issue did not resolve. Subsequently the patient was placed under general anesthesia and underwent revision surgery (B)(6) 2015 to remove excess skin and change abutment. The implanted device remains.